Manufacturer narrative:
No sample has been returned for evaluation for the report of anterior chamber hemorrhage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. While the surgeon mentioned presence of some intraoperative bleeding, he/she stated that this bleeding cleared prior to completion of the procedure. There is no mention of device failure. Possible root causes are eye rubbing by the patient in the immediate postoperative period and postoperative bleeding (hyphema) is a known risk associated with device implantation, which is clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with an anterior chamber hemorrhage after having glaucoma stent implanted. Surgeon indicated patient thinks he may have rubbed his eye when he was sleeping. Surgeon indicated the patient had hemorrhage initially after surgery as well but this cleared. Additional information was requested.